Event description:
It was reported that patient underwent shoulder procedure in 2008. During procedure, surgeon reamed and broached for a size 12mm stem. Upon implantation, the stem sat approximately 1 cm proud in the patient's bone. Size 11 mm stem was used to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event.